Manufacturer narrative:
The subject device was already returned to olympus medical system corp. (Omsc) for evaluation. The proximal side of tissue pad was stuck out and the tissue pad of the subject device was worn. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual of tb-0535fcx as follows: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
Olympus was informed that during a thoracoscopic right upper lung lobectomy, three subject devices were used. After approximately two hours of use, seal & cut short circuit error occurred and the tissue pad of the subject device was worn. The user exchanged the first device for second device and continued the procedure. After approximately fifteen minutes, the tissue pad of the subject device was burnt. The intended procedure was completed with the third device. There was no patient injury reported. The subject first device and second device were returned to olympus medical system corp. (Omsc) for evaluation. On june 12, 2019, omsc found as follows: on the first device, the tissue pad of the subject device was severely worn, and the coating for electric insulation of the probe was partially missing. On the second device, the proximal side of tissue pad was stuck out and the tissue pad of the subject device was worn. This is the report for the second device regarding the protrusion of the tissue pad.